Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 2 patients¿ samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Sample 1: initial result: 151. Repeat result: 139. Sample 2: initial result: 153. Repeat result: 136. The unit of measurement was not provided. The customer questioned the initial results and repeated the samples on a different analytical unit. The repeat results were deemed to be correct. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The customer performed calibration and qc with successful results. They then performed an ion-selective electrode (ise) check, cleaned the sipper and vacuum nozzle as they were crystallized. The above-mentioned troubleshooting actions performed by the customer resolved the problem. No further issues were reported afterward. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.